Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention (pci) the device was unable to cross the lesion. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a 2.0x12mm maverick balloon and then a 12mm x 2.5mm maverick2 was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed balloon pinhole.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned with contrast in the inflation lumen, wire lumen and balloon. The balloon was loosely folded, which is consistent of having positive pressure applied. A pinhole was noted on the balloon. To verify, positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 10mm from the tip. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was also tip damage. There was no other damage to the device. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).